Event description:
It was reported that on 07/14 the patient experienced pocket stimulation. The lead stimulated the pocket with any pulse from the atrial channel. The lead was reprogramed which reduced the incidence. The physician sent the patient home and would follow up in 7-10 days. On 07/29, the lead exhibited intermittent stimulation. On 08/04, the device was explanted and the physician noted insulation and suture sleeve damage which caused the reported stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.